Manufacturer narrative:
G4, PMA/510(k) #: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Corrected data: e1, initial reporter establishment name. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m963981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot 000m963981 and test base part number 192-430 lot 000m963981. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m963981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025. Repeat testing was performed on (B)(6) 2025 and generated a negative result. Confirmation testing (pcr) results were received on (B)(6) 2025 that indicated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025. Repeat testing was performed on (B)(6) 2025 and generated a negative result. Confirmation testing (pcr) results were received on (B)(6) 2025 that indicated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.